Event description:
It was reported, the patient¿s ¿stimulator was revised on 2012 (B)(6).¿ it was stated, the patient ¿did fine for a while with a few adjustments¿ following the revision procedure. Additional information noted the patient¿s revision ¿was to put tissue between the lead and the nerve.¿ no further information was available at the time of follow-up. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 7752, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3987a, lot# n302245, implanted: 2011 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3987a, lot# n348048, implanted: 2011 (B)(6); product type lead. (B)(4).